Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reverted to safety mode. Technical services (ts) discussed safety mode parameters and recommended a device replacement. There is no evidence this procedure has been performed or scheduled. This ctrd remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This reports contains corrections to field b5: describe event or problem from section b: adverse event or product problem.

Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) discussed safety mode parameters and recommended a device replacement. There is no evidence this procedure has been performed or scheduled. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.